Event description:
It was reported that an electrogram showed ventricular high rates that appeared to be noise all on the same day. The patient could not recall doing anything out of the ordinary and the noise could not be reproduced doing maneuvers. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID 5554-45 implantable pacing lead, (B)(6) 2008. (B)(4).